Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient stated they had peritonitis and claimed the rest of the fluid he filled up with was absorbed by their body and no fluid was left in their peritoneum. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis at the pd clinic on (B)(6) 2022. No signs or symptoms were provided. The patient had pd effluent cultures obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and tazicef (dose, frequency, and duration unknown). The patient¿s white blood cell (wbc) count was 3,700 (unknown units) with 79% polymorphonuclear cells. The pd cultures have no growth to date. The pdrn stated the cause of the patient¿s peritonitis event has not been established. There were no reports of other issues with any fresenius device, drug, or product. No additional information pertaining to the peritonitis event was provided.